Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05374. It was reported that the patient was not receiving effective therapy due to high impedances. Additionally, the physician opted to electively replace the ipg. As a result, the patient underwent surgical intervention on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue. Patient now has effective therapy.